Manufacturer narrative:
All available information was investigated, and the reported m-knob resistance was not confirmed. The reported clip opening while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported m-knob resistance and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an a3/p3 prolapse for a mitraclip procedure. During the procedure, the operator commented that the m knob was stiff and that there appeared to be a delay during initial steering towards the valve in translation of movements. It was also reported that there was no enough m on the dial available and they had to make alternative movements. The clip was successfully placed and deployed. During deployment the clip opened to approximately 15 degrees. A second mitraclip was selected and implanted successfully. The final mr was grade 1+. There were no adverse patient sequela or clinically significant delays reported.